Manufacturer narrative:
Further information was requested but not received. UDI not available as product was manufactured on or before 23 sep 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10050, 2017865-2020-10052 . It was reported that an asymptomatic patient presented to a normal generator change on (B)(6) 2020. A fluoroscopy prior to the procedure revealed patient's active right ventricular (rv) lead had been fractured. Two inactive rv and atrial (ra) leads implanted in 1992 were also fractured, with the right ventricular lead also exhibiting low impedance levels. Physician planned to extract the patients two active rv and ra leads and then replace them with a single rv lead. However, physician ended up abandoning the entire system in the patient's body and implanting a new single chamber system instead. Patient condition after the procedure was stable.